Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide, "with insulin vial upright, insert needle into vial. Inject air from syringe into vial. Maintain pressure on syringe plunger. With needle still inserted into vial, turn vial and syringe upside down. Release syringe plunger. Insulin will begin to flow from the vial into the syringe. Slowly pull back the plunger to the desired amount of insulin."

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280-290 units of insulin during the load sequence with multiple cartridges. Reportedly, customer loaded cold insulin into the cartridge and was using pens to fill the cartridge. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 219 mg/dl.